Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. The flexible coil in use is a receive-only rf coil. The coil was tested by hitachi service on (B)(6) 2011, for performance/image quality and again on (B)(6) 2011 for a heat test. The performance test determined that the coil was working to company specifications and the heat test did not detect any abnormal surface temperature. The coil was replaced due to a slight mechanical defect that was unrelated to the incident. Image quality of the exam was reported to be less than optimum due to body habitus and pt motion. Hitachi clinical applications concluded that the image quality was typical for the pt size and exam conditions. Therefore, the evidence suggests that the oasis MRI system did not directly cause the pt's injury due to malfunction or misuse. While hitachi cannot determine the direct cause of the injury, it is clear that the use of the MRI contributed to the event in some way.

Event description:
On (B)(6), a pt was scanned on the hitachi oasis MRI system using an extra large flexible coil. The exam was for the thoracic spine. The pt's torso and arms were enclosed within the coil. The tech described it as a tight fit. The pt was claustrophobic and was mildly sedated. The pt was removed and re-positioned 4-5 times during the exam due to motion. During the exam, the technologist switch the system to use the transmit/receive body coil, but kept the pt in flexible coil throughout. After the exam, the technologist noticed both elbows were red where they were touching the inside surface of the flexible coil. When questioned, the pt reported that she felt her arms were hot during the scan, but didn't report it because she wanted to finish the study. The technologist then reported a blister approx 2 cm in diameter on the right elbow. The pt was an inpatient and was returned to her room. A follow call with the pt's nurse confirmed that it was a burn and that the pt was treated with silvadene cream. There is no report that the oasis system malfunctioned at the time of the exam.